Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. In addition, it was reported there was an o-ring from a previous cartridge on the pneumatic tap. Reportedly,o-ring was removed and the cartridge was loaded successfully. Customer was able to resume insulin delivery. Customer's blood glucose level was 192 mg/dl.